Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable glucose hk gen 3 results for one patient sample. The initial result was 497.6 mg/dl. The repeat result was 659.6 mg/dl. On (B)(6) 2016, the sample was repeated and the result was 496.7 mg/dl. The sample was also tested on a cobas c501 analyzer and the result was 481.2 mg/dl. All of the results were reported to the physician. The patient was not adversely affected. The reagent lot number was 115659 with an expiration date of 03/31/2017. Due to water level alarms, the field service representative checked and could not detect any failure with water reservoir level. He cleaned the sensor and checked the photometer lamp, sample probe, reagent probe and washing stations and confirmed that all are working ok. He checked the external water supply and they could not detect any problems. A general reagent problem could be ruled out as calibration and qc were acceptable. The provided reaction monitors of showing no abnormalities.

Manufacturer narrative:
Further investigation could not determine a specific root cause. It was thought that too much sample was transferred due to deposits on the outside of the probe or some material got into the measuring cuvette which caused the artificially higher result. No further issues were noted by the customer.